Event description:
Information received from the field notes noise on the ventricular lead. The patient was not pacemaker dependent. Since capture and sensing were not affected, the physician elected to monitor the patient.